Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead; serial#: unknown; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). For probably a month, the pt had so much pain in their back to where they were bedridden. If they moved, it caused their back to freeze up. Pt noted their ins worked fine for the most part, for they only had to have their controller replaced, other than that they had no problems. The pt could not figure out why it was this way. This morning the controller was at 70%; they felt no effect at all from the ins. During the call, the pt was on group a, and the stimulation was on; the pt adjusted all four of their programs but only felt stimulation in their lower legs, knees, and shin. Pt went to group b, and they increased intensity but only felt stimulation in their legs. Pt went to group c, and it did not help much at all. Pt thought they had 4 groups originally, but one of the cords to the ins slipped; pt was told that's what happened by the doctor in probably (B)(6) this year. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.